Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping") and migraine ("severe migraines"). The patient was treated with surgery (on or about (B)(6) 2017, underwent hysterectomy to remove the essure device.). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, dyspareunia, menstruation irregular, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menstruation irregular and migraine to be related to essure. The reporter commented: patient had no history of migraine prior to undergoing the implantation of essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), abdominal pain ("severe abdominal pain/ abdominal pain") and genital haemorrhage ("unusual bleeding/irregular bleeding") in an adult female patient who had essure (batch no. 628445) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation". The patient's past medical history included gastric cancer, colon cancer, anemia, polyposis coli, chemotherapy, syncope and gastrectomy (stomach cancer). Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("painful intercourse"), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping"), migraine ("severe migraines") and somatic symptom disorder ("somatic symptoms"). The patient was treated with surgery (laparoscopy, surgical, with total hysterectomy, with removal of tubes and ovaries) and surgery (laparoscopy, surgical, with total hysterectomy, with removal of tubes and ovaries). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, menstruation irregular, abdominal pain lower, migraine and somatic symptom disorder outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menstruation irregular, migraine, somatic symptom disorder and uterine perforation to be related to essure. The reporter commented: patient had no history of migraine prior to undergoing the implantation of essure. There was noted to be approximately 5 trailing coils into the uterus on the patient's left side and approximately 8-10 coils into the uterus on the patient's right side. Leave details and reason of plantiff-on (B)(6) 2017, for approximately 3 to 4 months after her tubal ligation surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), abdominal pain ("severe abdominal pain/ abdominal pain") and genital haemorrhage ("unusual bleeding/irregular bleeding") in an adult female patient who had essure (batch no. 628445) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation". The patient's medical history included gastric cancer, colon cancer, anemia, polyposis coli, chemotherapy, syncope and gastrectomy (stomach cancer). Concurrent conditions included obesity and stomach cancer. Concomitant products included hydrocodone since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("painful intercourse"), menstruation irregular ("irregular periods / irregular bleeding"), abdominal pain lower ("cramping"), migraine ("severe migraines") and somatic symptom disorder ("somatic symptoms"). The patient was treated with surgery (laparoscopy, surgical, with total hysterectomy, with removal of tubes and ovaries). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, dyspareunia, menstruation irregular, migraine and somatic symptom disorder outcome was unknown, the abdominal pain had resolved and the genital haemorrhage and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menstruation irregular, migraine, somatic symptom disorder and uterine perforation to be related to essure. The reporter commented: patient had no history of migraine prior to undergoing the implantation of essure. There was noted to be approximately 5 trailing coils into the uterus on the patient's left side and approximately 8-10 coils into the uterus on the patient's right side. Leave details and reason of plantiff (B)(6) 2017, for approximately 3 to 4 months after her tubal ligation surgery. Discrepancy noted in date of removal: (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs received. Event pain and unusual bleeding outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("unusual bleeding/irregular bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation". The patient's past medical history included gastric cancer, colon cancer, anemia, polyposis coli, chemotherapy, syncope and gastrectomy (stomach cancer). Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping") and migraine ("severe migraines"). The patient was treated with surgery (laparoscopy, surgical, with total hysterectomy, with removal of tubes and ovaries).essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, menstruation irregular, abdominal pain lower and migraine outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menstruation irregular, migraine and uterine perforation to be related to essure. The reporter commented: patient had no history of migraine prior to undergoing the implantation of essure. There was noted to be approximately 5 trailing coils into the uterus on the patient's left side and approximately 8-10 coils into the uterus on the patient's right side. Leave details and reason of plantiff-on (B)(6) 2021, 2017, for approximately 3 to 4 months after her tubal ligation surgery. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated and removal date added. Events uterine perforation, pelvic pain and the patient did not undergo essure confirmation test added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), abdominal pain ("severe abdominal pain/ abdominal pain") and genital haemorrhage ("unusual bleeding/irregular bleeding") in an adult female patient who had essure (batch no. 628445) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation". The patient's past medical history included gastric cancer, colon cancer, anemia, polyposis coli, chemotherapy, syncope and gastrectomy (stomach cancer). Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("painful intercourse"), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping"), migraine ("severe migraines") and somatic symptom disorder ("somatic symptoms"). The patient was treated with surgery (laparoscopy, surgical, with total hysterectomy, with removal of tubes and ovaries). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, menstruation irregular, abdominal pain lower, migraine and somatic symptom disorder outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menstruation irregular, migraine, somatic symptom disorder and uterine perforation to be related to essure. The reporter commented: patient had no history of migraine prior to undergoing the implantation of essure. There was noted to be approximately 5 trailing coils into the uterus on the patient's left side and approximately 8-10 coils into the uterus on the patient's right side. Leave details and reason of plantiff-on (B)(6) 2017, for approximately 3 to 4 months after her tubal ligation surgery. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received. Lot number was added. Event added: somatic symptoms. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.